Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, foreign matter (large black object) was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received one (1) video and two (2) photos for investigation. The analysis of the customer photo showed foreign material within the tube. Additionally, 30 retained samples underwent visual inspection, and none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, foreign matter (large black object) was found in one (1) tube. No adverse impact was reported regarding the patient or user.